Event description:
A dialysis nurse reported that a baby received an overfill during one of baby's peritoneal dialysis treatments at the hosp. The pt's parent started the treatment and completed the first fill without any problem. Approximately 2 1/2 hrs later, the nurse received a call from the pt reporting that the baby woke up crying and baby's abdomen was hard and distended. She instructed the parent to clamp the inflow line, turn the cycler off and drain the pt. Parent was able to drain 530ml from a 200ml fill. Another treatment was started and completed on the same cycler without any problem. There was no serious injury or illness.